Manufacturer narrative:
No patient involvement. Manufacturer's investigation conclusion: the reported event of bent pins in the system monitor card reader was confirmed via evaluation of the returned system monitor (serial number: (B)(4)). The system monitor was evaluated by service depot. The reported bent pin issue was confirmed, and it was determined that the system monitor main pcb needs to be replaced to resolve the issue. Numerous attempts were made to contact the customer with an estimate of repair costs, however, no response was received from the customer. Therefore, the unit was not repaired. Due to patient safety concerns and regulatory compliance, the damaged unit cannot be returned to the customer as is. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported event appears to be related to a misalignment between the data card and the data card slot when attempting to insert the data card. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate ii patient handbook and heartmate ii instruction for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a system monitor had bent pins in the card reader. The monitor was sent in for repair and pcb damage was confirmed.